Manufacturer narrative:
Calibration and qc were acceptable. The patient takes dhea-s, pregnenolone, and biotin. These medications are addressed in product labeling: "for the elecsys estradiol iii assay, the following cross-reactivities were found (in %): pregnenolone 0.007." "Samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration." "Steroid drugs may interfere with this test." The event was due to the medications the patient was taking at the time of testing. The investigation did not identify a product problem.

Manufacturer narrative:
Section a2 was updated. Section b3 was updated. Section b7 was updated. Section d10 was updated. The repeat result by the competitor method was 35.0 pg/ml was performed on (B)(6) 2024. On (B)(6) 2024 a new sample was obtained and tested on the customer's e601 module on (B)(6) 2024 with a result of 69.57 pg/ml.

Manufacturer narrative:
The e601 module serial number was (B)(6). The e602 module serial number from the other hospital was not provided. The competitor method is abbott.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 601 module and a cobas e 602 module compared to a competitor method. The initial result from the e601 module was 319.2 pg/ml. The repeat result was 318.4 pg/ml. The sample was repeated at another hospital using an e602 module and the result was 310.2 pg/ml. The repeat result by the competitor method was 35.0 pg/ml.